Event description:
As reported by (B)(6), the patient had a tia with neurological deficits post stent deployment. The patient was asymptomatic at study inclusion. Nih stroke scale score was 2 and the rankin score was 0. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 25mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was mildly calcified. A 67mm medium support angioguard embolic protection device was successfully deployed past the lesion; the lesion was also pre-dilated before a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 0%. There was no documented presence or air bubbles or documented dissection. Post stent deployment, the patient had sudden behavior change and aphasia. The patient also had left and right hemiparesis. The angioguard was removed and there was debris found in the basket upon retrieval. Discharge information was not provided. Symptoms began after post dilatation with abbott balloon catheter. Export catheter (medtronic) was used to remove thrombus. Thrombus removed via export catheter and thrombus was present in the angioguard device as well. Once angioguard device was removed, flow was timi 3. The patient left the vascular lab without deficits. Patient had a CABG surgery post stent and was almost ready for discharge when he had a cardiac arrest. This was 10 days post stent. Post procedure nih was 2 (same as pre procedure nih) and post procedure rankin scale was 0 (also the same as pre-procedure).

Manufacturer narrative:
Adjudication minutes received on june 23, 2013 have been received and reviewed. The minutes agree with the previous determination that the patient suffered an ipsilateral tia during the index procedure, related to the device, and also agree that the patient suffered a stroke approximately two weeks post procedure. Both events were considered procedure related. A new event was reported in minutes stating that during the procedure the patient developed hypotension, which was treated with a bolus of IV fluids and neosynephrine. The patient is a (B)(6) man with a history of synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization, diabetes, and hypertension. Pre-procedure, the nih stroke scale score was two due to minor facial paralysis and mild to moderate sensory loss. The rankin stroke scale score was 0. The patient underwent the index procedure with delivery of the angioguard, pre-stent balloon angioplasty and placement of one precose pro stent in the left proximal internal carotid artery (ica), according to the catheterization report. Following post-stent balloon angioplasty, there was a sluggish flow into the distal portion of the left ica, due to either vessel spasm in the area of deployed angioguard or it was completely embolized with atherosclerotic debris; the stent was patent. At this point, the patient developed an episode of "symptomatic cerebral ischemia", which lasted approximately 5 minutes and resolved. He also developed hypotension, which was treated with a bolus of IV fluids and neosynephrine. Per neurological event form, he developed behavioral change, aphasia, and hemiparesis or hemiplegia. An export catheterization catheter was used to aspirate any potential debris from the stent and the angioguard. Further examination showed large amount of debris. The angioguard device was retrieved, and the flow was restored. The patient's ischemic symptoms resolved. At this point, he was neurologically intact and responsive with adequate sensory and motor function in his arms and legs. The site reported a 0% final residual in-lesion stenosis. The procedure ended. The patient was neurologically intact when he left the catheterization lab, as well as on the next day, according to a progress note. He was not started on asa and clopidogrel in anticipation of CABG surgery. Two days post-procedure, the nih stroke scale score was two due to minor facial paralysis and mild to moderate sensory loss (unchanged, compared to pre-procedure). The rankin stroke scale score was 0. The site reported event of a transient ischemic attack (tia) on the day of the procedure. On an unspecified date, the patient underwent a CABG surgery. The site did not report any neurological events post-CABG yet nine days post procedure a brain CT scan was performed for "a history of altered mental status, loss of consciousness, open heart surgery." Per radiology report, the CT scan, was compared to an MRI performed approximately three weeks previous, revealed no definite evidence of acute intracranial process. A follow-up CT scan revealed no significant change. The site reported an event of stroke fifteen days post procedure. The neurological event form reported aphasia and left hemiparesis. The nih stroke scale score or neuro exam reports for this date are unavailable. A brain MRI performed on the same day noted that the patient "with confusion and difficulty following instructions and was restrained." The study was markedly degraded by patient's motion, particularly flair sequence. The brain MRI revealed two foci of true diffusion restriction identified, both of them punctate, one in the right frontal and one in the right cerebellar parenchyma. The MRI report impression further noted: it is difficult to exclude the possibility of some blood layering in both occipital horns; this was not present of previous CT scan, consider CT was evaluation. Per progress note the next day, the patient was awake, alert, following commands, with clear speech and grossly intact cranial nerves; he able to move all extremities, but with significant weakness on the left side compared to the right. Twenty five days post index procedure the nih stroke scale score was 3 and the rankin stroke scale score was 4. The patient was discharged on approximately one month post index procedure on aspirin and clopidogrel. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This report represents one of two products involved with the reported adverse events and is associated to manufacturer report numbers 9616099-2013-00181 and 1016427-2013-00032.

Manufacturer narrative:
Additional information was received that the patient had an ischemic stroke 15 days after cas in the right internal carotid. The onset was sudden. The patient had aphasia and left hemiparesis. The deficits were permanent. There was no documented presence of babinski. (B)(4). Lab values: pt 19.7, inr 1.6, aptt 40.3, act- not done. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire registry, a (B)(6) male patient with medical history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, diabetes mellitus and hypertension had a tia with neurological deficits post stent deployment. Also, adjudication notes were received and noted that during the procedure the patient developed hypotension, which was treated with a bolus of IV fluids and neosynephrine. The patient also had an ischemic stroke 15 days after cas in the right internal carotid. The patient had aphasia and left hemiparesis. The deficits were permanent. The patient was asymptomatic at study inclusion. Nih stroke scale score was 2 and the rankin score was 0. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 25mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was mildly calcified. A 67mm medium support angioguard embolic protection device was successfully deployed past the lesion; the lesion was also pre-dilated before a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 0%. Post stent deployment, the patient had sudden behavior change and aphasia. The patient also had left and right hemiparesis. The angioguard was removed and there was debris found in the basket upon retrieval. Discharge information was not provided. Symptoms began after post dilatation with abbott balloon catheter. Export catheter (medtronic) was used to remove thrombus. Thrombus removed via export catheter and thrombus was present in the angioguard device as well. Once angioguard device was removed, flow was timi 3. The patient left the vascular lab without deficits. Patient had a CABG surgery post stent and was almost ready for discharge when he had a cardiac arrest. This was 10 days post stent. Post procedure nih was 2 (same as pre procedure nih) and post procedure rankin scale was 0 (also the same as pre-procedure). The products were not returned for analysis. Device history record (DHR) reviews were conducted and the products met quality requirements for product acceptance. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia and strokes are well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This report represents one of two products involved with the reported adverse events and is associated to manufacturer report numbers (B)(4)

Manufacturer narrative:
Additional information was received that the patient was discharged on (B)(6) 2013. Nih stroke scale score was 3 and rankin score was 4. At the 30 day follow-up (2 days earlier), the scores were the same. Aspirin and clopidogrel were ongoing. The patient also exited the study after having completed all of the required follow-up. As reported by the (B)(6), a (B)(6) male patient with medical history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, diabetes mellitus and hypertension had a tia with neurological deficits post stent deployment. Additional information was received that the patient had an ischemic stroke 15 days after cas in the right internal carotid. The patient had aphasia and left hemiparesis. The deficits were permanent. The patient was asymptomatic at study inclusion. Nih stroke scale score was 2 and the rankin score was 0. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 25mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was mildly calcified. A 67mm medium support angioguard embolic protection device was successfully deployed past the lesion; the lesion was also pre-dilated before a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 0%. There was no documented presence or air bubbles or documented dissection. Post stent deployment, the patient had sudden behavior change and aphasia. The patient also had left and right hemiparesis. The angioguard was removed and there was debris found in the basket upon retrieval. Discharge information was not provided. Symptoms began after post dilatation with abbott balloon catheter. Export catheter (medtronic) was used to remove thrombus. Thrombus removed via export catheter and thrombus was present in the angioguard device as well. Once angioguard device was removed, flow was timi 3. The patient left the vascular lab without deficits. Patient had a CABG surgery post stent and was almost ready for discharge when he had a cardiac arrest. This was 10 days post stent. Post procedure nih was 2 (same as pre procedure nih) and post procedure rankin scale was 0 (also the same as pre-procedure). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia and strokes are well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty % of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
As reported by the (B)(6), a (B)(6) male patient with medical history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, diabetes mellitus and hypertension had a tia with neurological deficits post stent deployment. The patient was asymptomatic at study inclusion. Nih stroke scale score was 2 and the rankin score was 0. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 25mm in length in a 5.0mm vessel diameter with mild vessel tortousity. The arch I lesion was mildly calcified. A 67mm medium support angioguard embolic protection device was successfully deployed past the lesion; the lesion was also pre-dilated before a 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 0%. There was no documented presence or air bubbles or documented dissection. Post stent deployment, the patient had sudden behavior change and aphasia. The patient also had left and right hemiparesis. The angioguard was removed and there was debris found in the basket upon retrieval. Discharge information was not provided. Symptoms began after post dilatation with abbott balloon catheter. Export catheter (medtronic) was used to remove thrombus. Thrombus removed via export catheter and thrombus was present in the angioguard device as well. Once angioguard device was removed, flow was timi 3. The patient left the vascular lab without deficits. Patient had a CABG surgery post stent and was almost ready for discharge when he had a cardiac arrest. This was 10 days post stent. Post procedure nih was 2 (same as pre procedure nih) and post procedure rankin scale was 0 (also the same as pre-procedure). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00181 and 1016427-2013-00032.